Event description:
A malfunction on the pump was reported by the caller, but there were no notable events occurring prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the customer with information on how to reset the pump and assisted with the reset process. After the reset, the malfunction code did not recur, and the customer planned to load a new cartridge independently. The customer was advised to contact support if any malfunction code appeared again, and the customer understood the instructions.